Event description:
It was reported that during a laparascopic cholecystectomy procedure, the device was unable to maintain pnumo. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.